Event description:
A hip revision surgery was performed on (B)(6) 2026 due to implant loosening. The surgeon removed the delta tt cup, liner, and screws. X-rays showed radiographic lines around the cup; therefore, the surgeon expected the implant to come out easily. However, removal with the explant tool took some time, and the surgeon noted an impressive amount of good bone in-growth/on-growth. Previous surgery was performed on (B)(6) 2023. The surgeon followed the standard surgical workflow for hip revision. The explanted components included: delta-tt acetab. Cup ø58 mm for (product code 5552.15.580, lot 2202753, ster. N. (B)(4). Patient is male. Event happened in new zealand.

Manufacturer narrative:
Investigation the explanted component has been discarded and cannot be returned to the manufacturer for identification and analysis. Checking the manufacturing charts of the involved lot #2202753, no pre-existing anomalies were found on the components manufactured with the same lot # and sterilization number. A final MDR will be shared upon completion of the investigation.